Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced persistent hyperglycemia per sensor readings after a failed meal announcement, with no pump alarms or confirmed infusion set leak initially; the user declined an infusion set change at first and administered a manual injection with instructions to remain disconnected, later reported continued ¿high¿ bg, difficulty disconnecting tubing, observed drops at the cartridge during inspection, and ultimately completed a site change and resumed delivery without a new cartridge due to lack of insulin. Symptoms included hyperglycemia. Outcomes included troubleshooting and user education. Investigation included guided tubing disconnection, visual inspection of the cartridge revealing drops suggestive of leakage, and a site change with resumption of delivery. Investigation of this case revealed an unclear cause of hyperglycemia; while drops at the cartridge were observed, a definitive device malfunction was not confirmed and a fingerstick confirmation was not performed, so the association between sensor-reported hyperglycemia and device function remained undetermined. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.